Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and it was returned with the instrument. Upon visual inspection of the blade, it was noted that the breakage was located inside the tube proximal to the tissue pad. During functional testing on gen11 an alert screen was displayed. The device will stop activating when the blade becomes damaged. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broken due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Event description:
It was reported that during a laparoscopic myomectomy, the blade was broken off inside the patient during use. The broken piece was retrieved from the patient with a forceps via a trocar. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.